Event description:
Following an external beam treatment, the facility wanted to take a protal image. The facility said that they followed correct procedures but when the beam splitting box opened, the monitor units (mu) for the treated beam were also displayed. As a result the beam could have been re-treated.

Manufacturer narrative:
This is the second occurrence of this problem reported by this facility. The other occurrence is documented under medwatch number 961184-2008-00004.